Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900057 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first two clips were fired normally the third one was already closed at the end of the tip of the applier and on the side of the applier a little hinge was coming out.